Event description:
It was reported that the right atrial (ra) lead dislodged. During the lead repositioning, the physician could not get stylet all the way into lead. The patient experienced nerve and diaphragmatic stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. And no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.